Event description:
It was observed that during the device evaluation, the video system center exhibited light error code (e105) and weak light emitting diode (led). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the light emitting diode was weak which led to light error code (e105). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.